Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change with an alert indicating consecutive stalled motor, after which the pump was restarted and a dry run was completed; the user then performed a supply change independently, and subsequent reports indicated blood glucose stabilized. Symptoms included thirst and restlessness, with a highest reported blood glucose of 400 and hyperglycemia lasting about eight hours. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included review of device notifications and guided troubleshooting, including power cycling and dry run verification. Investigation of this case revealed an insulin delivery interruption consistent with a stalled motor alarm, addressed by replacing disposable components and resuming normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-performed correction of a transient delivery interruption related to supply change, with no device failure confirmed.